Event description:
On (B)(6) 2010 a doctor reported that a patient lost a sybronpro xrt implant three (3) months after placement due to unknown causes. This is the second of two reports.

Event description:
This is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the reporting nurse stated that on (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. Treatment information was not provided. Pd therapy was ongoing. The patient was recovering from the peritonitis. The cause of the peritonitis was unknown.

Manufacturer narrative:
(B)(4). This complaint was opened to address a patient reaction of peritonitis. Root cause for the peritonitis was not identified due to insufficient information available. Since no sample was available for evaluation, no root cause can be determined through sample inspection. No specific product failures were indicated in the complaint report that could contribute to peritonitis. Since there is not enough information to determine any possible product failure source, no potential causes can be listed. A batch review was performed for suspect lot numbers, with no defects noted. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.